Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was unable to get telemetry with a patient's device. The radio frequency (rf head) was replaced, but the issue remained. The programmer will be returned for repair. No patient complications have been reported as a result of this event.